Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). From november 2012 until 2014 complaints related to this product were handled by arjohuntleigh inc. And any medwatch reports were submitted under registration #(B)(4). From november 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information initially received could be interpreted as the device not having performed as intended. The investigation was performed and the conclusions are following: arjohuntleigh received a copy of voluntary medwatch report number (B)(4) in which a customer stated that first step mattress lifted the patient to the height of the side rail. Further information received was that the patient was trying to turn over and slid off the mattress onto the floor. There was no injury sustained in a result of this event. Despite multiple attempts to reach out initial reporter in order to gain more detailed problem description and information regarding what type of mattress and bed frame was used during the incident, no response from the facility was received. Since no information regarding serial number, proper brand name was provided also no authorization from the facility was given to inspect the mattress we are not in the position to determine the exact root cause of the event. Without having first-level evidence such as video or detailed witness description of what occurred, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge. The allegation of mattress being inflated to the height of side rails may be related to multiple combined issues, such as bed frame improperly selected, instaflate function activated (this shall be used only to assist patient transfer and bathing by increasing pressure throughout surface), overlay placed on improper standard mattress, patient not centered on the surface, etc. There is a low number of customer complaints associated with this kind of failures. Each device is being provided with a quick reference guide or user manual, which includes information about the system features, its operation as well as all relevant safety information including warnings and precautions. Please be aware that mattress described as first step incorporates range of products with different dimension, patient weight limit and function. For instance user manual #416001 rev. A or quick reference guide e.g. # 215234-ah rev. E for first step select provides warning in the 'safety information' section regarding the use of overlay, mattress and bed frame. The documents state that in order to minimize the risk of fall the bed shall be always in the lowest position when patient is unattended, it is crucial when selecting mattress and overlay combination to "ensure that the distance between top of the side rails and patient surface is at least 8.66 in (220 mm) to help prevent inadvertent bed exit or falls". In conclusion, there is no indication that the mattress failed. It was used for patient treatment and this way it contributed to the event. Having that limited information available we cannot establish the root cause of the event occurrence. Shall any additional information become available in the future, the investigation will be updated and the follow-up adverse event report will be provided. No authorization given by the facility.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh received the voluntary medwatch number (B)(4), involving a first step. The event description is listed as follows: "the air mattress had lifted the pt. Up to the height of the side rail, which made it possible for the patient to slip out while the patient was attempting to sit up on the patient bed." Additional information received from the facility was that the patient was trying to turn over and slid off the mattress onto the floor. The patient did not sustain an injury in this event.